Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion being treated was a 70%, non calcified, non tortuous saphenous vein graft (svg) to the obtuse marginal (om) lesion. The lesion in the distal svg was not predilated. The physician successfully direct stented the lesion with a taxus express2 8.8% 3.5 mm x 20 mm drug eluting stent. After the stent was confirmed to be well positioned and apposed, a dissection was noted in the svg. The physician treated the dissection with two gelmed covered stents in an overlapping fashion. The pt is reported in satisfactory condition.